Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) was updated based on the returned product download. Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was de-cased; however, sensor was damaged during the de-casing. The returned battery was measured, and results were were within specification. Further visual inspection was performed on the returned sensor and damage to the pcba was observed. The sensor could not be reprogramed due to the damage. The observed damage to the pcba tracks and components prevents the pcba to function as design intended and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.